Event description:
On may 1, 1997 rptr's daughter suffered a severe injury to her left knee. At the time of the injury she was wearing a tru-fit dura-preene adjustable knee stabilizer with g flex medial/lateral support model #55503. She slid into second base, with her right leg reaching for the base, while her left leg was tucked a litle bit to the side or under her (the left knee was the one with the brace). When she did stand up, one of the girls on the high school team they were playing commented about the blood around the opening in her knee brace. She was rushed to the hosp where they had to cut the knee brace off, only to find the skin was ripped in half, all the way to the bone. She was rushed to surgery where a plastic surgeon was called in to sew her knee back together, resulting in over 75 stiches, inside her knee and on the outside, leaving behind a terrible scar, the dr measured it at 14cm in length. The dr seems to think that the dura-preene grabbed the skin so tight, causing the skin to explode when the knee bent. Rptr is trying to see if there have ever been similar injuries, due to this style knee brace or any brace similar to it. Please note this particular knee brace does not contain any metal parts. Could you please send me any info you might have on this matter.